Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (constant door closed message), which was confirmed and reproduced. The messages were found to be caused by a loose screw. The screw was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt involvement.